Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 20mm amplatzer septal occluder was implanted without difficulty, and the procedure went well. After the procedure when the patient woke up, they complained of chest pain. Acetaminophen was given for pain. On (B)(6) 2022, an echocardiogram was performed and a small pericardial effusion was observed. On (B)(6) 2022, an echocardiogram showed that the effusion was reducing, and the implant was well in place. On (B)(6) 2022, the physician suggested that pain could have vertebral origin, and an echocardiogram showed that the small pericardial effusion had decreased but was still present. On (B)(6) 2022, there was no evolution on echocardiogram. On (B)(6) 2022, the patient was discharged home. The event required prolonged hospitalization.

Event description:
N/a

Manufacturer narrative:
An event of chest pain and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.